Event description:
Reportedly, on (B)(6) 2020, when the clinical engineer pressed the test egm tab while checking the patient's pacemaker, a red exclamation mark pop-up was displayed. A similar popup was displayed after reinterrogating the device. At the time of measuring the rv threshold, the clinical engineer tried to stop with the enter key because he confirmed the loss of capture, but the measurement continued and the output dropped to 0.25v. At that time, there was a popup displayed. After replacing the head, it was possible to re-interrogated the device and to use the programmer without any problems. Preliminary analysis revealed that the described pop-up message was a windows error message. An hardware issue is suspected on the subject programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, when the clinical engineer pressed the test egm tab while checking the patient's pacemaker, a red exclamation mark pop-up was displayed. A similar popup was displayed after reinterrogating the device. At the time of measuring the rv threshold, the clinical engineer tried to stop with the enter key because he confirmed the loss of capture, but the measurement continued and the output dropped to 0.25v. At that time, there was a popup displayed. After replacing the head, it was possible to re-interrogate the device and to use the programmer without any problems. Preliminary analysis revealed that the described pop-up message was a windows error message. An hardware issue is suspected on the subject programmer.